Event description:
A physician reported a pt was originally skin tested in february 1998 with negative results. On 18 february 1998, the pt was treated in the vermilion borders. On 20 february 1998, the pt was treated again in the vermilion borders. The pt was examined less than one week later, and the physician noted that the pt had beading in the vermilion borders. The pt also complained of pain the vermilion borders. The physician prescribed, as a precaution, keflex for 5 days, famvir for 6 days, and hydrocodone as necessary for pain. The physician believed the symptoms were due to overcorrection. No further medical or surgical intervention was planned or prescribed.